Event description:
Reporter calling, stating she received a letter in the mail "about one week ago" regarding her accu-chek meter. Reporter states her readings of her blood glucose by the accu-chek have been "very inaccurate". Reporter states after she received the letter, the letter instructs to contact the FDA and so the reporter was calling to report this problem.